Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history records was performed and no complaint-related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is just entering the complaint system. Placeholder.

Manufacturer narrative:
Product development event evaluation reports, the spiral blade inserter and companion aiming arm are intended for internal, retrograde and antegrade, fixation of femoral nails. The returned devices are used together to advance the spiral blade to achieve distal locking of the femoral nail per technique guide. The spiral blade, loaded to the inserter, is intended to be advanced by hammer blows to an assembled connecting screw, which was not returned for evaluation. Applicable associated drawings were reviewed and determined to be suitable for the intended design conformity. The returned samples of the inserter and aiming arm bind excessively when assembled and will ultimately jam completely when forced. The helical detail of the inserter shows evidence of chatter marks as a result of the binding/sticking of these devices. This issue was previously evaluated and deemed valid. A change has already implemented to address this issue. Changes were made to the aiming arm in (B)(6) 2008. These changes were regarding the overall engagement of the spiral blade inserter for retrograde femoral nails-ex and aiming arm for retrograde spiral blade locking when used together. Since the aiming arm was manufactured prior to the implementation of the changes to the device, this complaint is valid from a design perspective. Placeholder.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the device was received with no visible damages, except some slight wear marks in the bore. It passed successfully the required functional test performed on the existing spiral blade inserter. The aiming arm moves up and down as required. Referring to the complaint description the spiral blade inserter (03.010.084) is the cause of this complaint. Placeholder.

Event description:
The complaint received, through medical affairs, states that a surgeon had difficulty inserting the spiral blade. He could not pass the insertion sleeve and had to resort to free handing the insertion of the blade. The reported procedure involved the implantation of a retrograde/antegrade femoral nail. This report is for one aiming arm for retrograde spiral blade locking. This report is 5 of 5 for complaint (B)(4).